Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored.